Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the battery cap was worn out and needed to be replaced. Customer's blood glucose was 419 mg/dl. Customer declined troubleshooting for high blood glucose. Customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.